Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Event description:
On (B)(6) 2013, patient reported he developed an abscess on his left leg which he believes was caused by the infusion set. The abscess had been increasing in size over the past year, and he went to the hospital on (B)(6) 2013 to have it drained. He received an IV with fluids, vancomycin, and colimycin and was still hospitalized at the time of the report. He inserts the headsets manually into his abdomen, thighs, and arms and changes the headset every 2 days. He does not know if he's allergic to the infusion set and reported a biopsy was conducted on the abscess. He believes he'll be discharged from the hospital on (B)(6) 2013. The alleged product is not available to return for evaluation.